Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared a cartridge change error during the loading sequence. Customer's blood glucose was 190 mg/dl. Reportedly, the customer did not load cartridge on properly to pump. Customer loaded cartridge successfully and resumed insulin delivery.